Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer reported the adhesive from the infusion set was not sticking to her skin. The infusion set fell off from her body. The customer alleged the infusion set was defective. No adverse event was reported. The lot number was not provided. The infusion set was discarded; therefore, no product could be requested to be returned for product evaluation.